Manufacturer narrative:
Investigation summary: bd received 2 samples and 4 photos for investigation. The samples and photos were evaluated and show a broken tube at the open end and heavy print in the banded label thus the indicated failure mode of damaged tube and defective marking is confirmed. Additionally,100 retention samples from bd inventory, were evaluated by visual examination and the issues of damaged tube and defective marking were not observed. Bd determined that the root cause of the indicated failure mode was attributed to glass tubes that can have microscope cracks when the tubes are formed, this can cause the tube to crack in the defect that is shown. The heavy banding is only present on the right edge of the banded area and only affecting the day of expiration, this is seen when the line is stopper and started and the tube is under the banding wheel and causing excess ink to be placed on the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tubes experienced no label or missing label information ( all packaging levels), and cracked tube. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: damaged tube x1 defective marking x1."